Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
Blood backing up into the tubing from the patient's IV access (port), an outpatient infusion. No pump alarm is triggered. The filter is below the IV infusion site as directed on the packaging. The tubing is secured in the pump and the pump is infusing. This causes anxiety and alarms the patient and it could potentially clot off the port causing need for further medical intervention. The filter was noted to be primed initially and filled with fluid along with the tubing completely filled with fluid. The filter is then found to have air in it creating a negative pressure and creating a backflow of blood from the IV site. Each pump/tubing/5fu was returned to pharmacy to be re-primed under the hood due to chemotherapy. It was unexplainable as to why the filter would have initially been filled with fluid and then air returns. It appears as if the filter is drawing in air. The nurses in attempting to trouble shoot found that if they attached the tubing to the patient, then placed the cassette into the pump turned the pump on and then unclamped the tubing maintaining pressure the backflow of blood seemed to not occur. Pumps use was continued in use since the event occurred. Pump serial number: (B)(4), software version: r11 v52. Infusion parameters: rate: 16.46ml/hour, vtbi: 592.56 mls, time: 36 hours, mode: continuous, pressure (occlusion) sensor setting: 13 psi, administration set used: ap210-01 (p/n: 12003-000-0030) lot# 1166.0312.15, catheter used: ports (central lines), drug administered: flourouracil, priming method: manual, delay in therapy: yes, need for medical intervention: no, patient involvement: yes, human harm: no, death / serious injury: no, customer confirmed no human harm caused, only delay in treatment." Additional information was received on feb. 17th, 2016: all patients had ports (implanted central venous access devices) I cannot answer the type of port for some patients had their ports placed prior to treating at this facility. Huber needles used for access 19g. The pump height would be at waist level or mid-thoracic. The filter would have been below the vascular access site as instructed on the tubing packaging. The blood back flow came directly from the insertion site of the port into the patient and backed into the tubing (witnessed by local (B)(4) representatives). Picture/video not available of actual patient.

Event description:
The event was reported by a customer from USA: patient experienced blood back flow, causing delay in therapy.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.